Event description:
It was reported that the right ventricular (rv) lead showed small r waves during a device upgrade, and the doctor was uncomfortable with sensitivity for tachy detection. During attempted implant of a new rv lead for pace/sense only, the lead was not able to get past the superior vena cava due to a tight anatomy. The r waves of the original lead were acceptable with another sense vector so the attempted lead was not used, and the original rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.